Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, customer blood glucose (bg) level increased, however, a bg value was not provided. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Reportedly, the customer declined additional troubleshooting and did not provide any additional information.